Event description:
The following was reported to hamiton medical ag: vent was turned off after patient use, when the ems crew went out on another call for a different patient the vent would not turn back on. Vent was seemingly recognizing ac power and the batteries. Logs could not be acquired before the repair due to the vent not turning on. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator, a hamilton-t1 was turned off after patient use but failed to power on when ems personnel attempted to use it for a new patient. Consequently, the event did not cause or contribute to a death or serious injury. The device appeared to recognize both ac and battery power, but it did not switch on. Due to the power-on failure, log files could not be retrieved prior to the repair. Internal technical evaluation confirmed fluctuating voltages on the control board test pins, particularly on pins 13 and 15. The root cause was identified as a defective driver board. The driver board was replaced, after which the device powered on successfully. The ventilator was subjected to the full-service software workflow (ssw), including pre-operational and functional checks, all of which were passed. The device was returned to service.

Event description:
The following was reported to hamiton medical ag: vent was turned off after patient use, when the ems crew went out on another call for a different patient the vent would not turn back on. Vent was seemingly recognizing ac power and the batteries. Logs could not be acquired before the repair due to the vent not turning on. No patient harm or consequences.